Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025,(B)(6) (con): information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had a procedure where a doctor placed gorilla glue on their vertebrae and instead of turning off the implantable neurostimulator (ins), the provider just lowered therapy settings all the way down and the patient think that the procedure could have done something with their programs because they couldn't remember what levels they used to be at. Agent provided nas phone number and redirected patient to their healthcare provider (hcp) to check programming.

Manufacturer narrative:
Additional information has been received. B5 has been updated. Event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the only problem they needed is the new battery for charger or paddle.